Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. 1. We tested the standby current of returned meter, the result was 1.0¿a. The criteria is <55¿a. Pass. 2. Meter setting, audio and all buttons function are ok. 3. We tested the suspected meter with in house control solution and in house strips (strip lot number:d160526-1). The control solution tests for level low were 64/63 mg/dl, for level high were 258/253 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass.

Event description:
It was reported that medical attention was sought on (B)(6) 2017 between 6:00 - 6:30 pm after the end user states she received incorrect results when comparing two different meters. The end user was comparing her prodigy diabetes meter results with another meter (brand undisclosed). The end user was shaking, unresponsive and passed out accompanied with a blood glucose reading of 81 mg/dl. The paramedics were called and upon arrival they performed a blood glucose test with their meter and the result was 54 mg/dl. The end user received an IV solution along with sugar water to assist in raising her blood glucose. After the administration of the IV solution there was no reason to transport the end user to the ER. No additional details were provided in regards to this medical event.